Event description:
After deployment of a 29mm sapien xt valve, the left coronary artery (lca) closed. The patient was placed on cardiopulmonary bypass and a stent was placed in the left coronary. The procedure was completed and the patient was stable. The height of the patient's left coronary ostia was 8.8mm. The patient's native annulus and leaflets were moderately calcified. Per report, the left coronary artery ostia height was low but the sinus of valsalva was 34mm in diameter and it was thought that the sov was large enough to not have to protect the coronaries.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. Per report, the low height of the left coronary ostium appears to have contributed to the coronary obstruction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.